Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned instrument found the handle to be damaged. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the straight broach handle is stripped and will not hold the broach any longer. No pieces were broken off. The handle is being returned . No surgical delay.